Manufacturer narrative:
Citation: sato et al. Quality of epicardial adipose tissue predicts major adverse cerebral and cardiovascular events following transcatheter aortic valve implantation. Heart vessels. 2024 jul;39(7):646-653. Doi: 10.1007/s00380-024-02374-w. Epub 2024 mar 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the quality of epicardial adipose tissue to predict major adverse cerebral and cardiovascular events following transcatheter aortic valve implantation. The study population included 125 patients. Multiple manufacturer¿s devices were implanted in the study population; 29 patients were implanted with a medtronic corevalve (n=1), evolut r (n=12), or evolut pro (n=16) bioprosthetic valve. Among all patients, adverse events included: congestive heart failure requiring hospitalization, cerebral hemorrhage, and ischemic stroke. No further information was provided pertaining to medtronic products.